Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shunt occlusion repeatedly occurred for the patient. The customer wanted to determine if the cause of the issue was the valve or the patient¿s cerebrospinal fluid. The shunt was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, and reflux testing. However, it did not meet the requirements for pressure-flow and pre-implantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the top of the reservoir. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. All valves are 100% tested at the time of manufacture. Approximately 91 cm of the catheter was returned. The catheter met the requirements for patency and leak testing. Proteinaceous debris was observed within the interior and exterior of the catheter. All catheters are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.